Event description:
Patient was scheduled to have a surgical procedure, laparoscopic repair of recurrent paraesophageal hiatal hernia. Patient's last surgery laparoscopically went smoothly. Dr started to put endo stitches in muscles, one of the endo stitch needles dislodged from the hand piece and left into the muscle. Dr says the endo stitch needle was not loaded properly. Dr could not get the needle out of the muscle. Dr put other stitches round it and the procedure was over. After surgery patient was extubated and transferred to pacu. It was determined that the endo stitch needle is less than 13 mm in length and unlikely to cause harm in addition to the fact that it was imbedded in tissue.manufacturer response (as per reporter) for suture device, auto suture endo stitchasked us to return the device for evaluation.